Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy on the left side due to lead migration. Surgical intervention was undertaken on 10nov2023 during which a lead was added to address the issue. Effective stimulation was restored.